Event description:
It was reported that the patient had an infection at the surgical site following a spinal cord stimulator (scs) revision (MFR report no. 3006630150-2023-00171). Symptoms of yellow discharge was noted. The physician believed that the infection was device and procedure related. The patient was prescribed with antibiotics and underwent a scs system explant procedure. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(4), batch: 541931.